Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the blower assembly to address and correct the reported event. The device was then returned to the customer with full functionality. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a ventilator that is inoperable as exhibited by diagnostic code 1012 (air valve liftoff failure). No patient involvement / harm.